Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic contacted med-el (B)(4) to report that the patient attended for annual review and they were unable to read telemetry the user has alzheimer's and hadn't been hearing well but was also wearing his rt processor on his left ear. No reported changes to his health or any head injuries.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this implant model, it is assumed that it possibly failed due to loss of hermeticity at housing braze joint, which is very likely the root cause for the reported problems. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Due to the patient's age and medical condition, there are no plans to explant the patient. This is a final report.

Event description:
The clinic reported that the patient attended his annual review and in-situ measurements indicated a malfunction. The user has alzheimers and hadn't been hearing well but was also wearing his rt processor on his left ear. No reported changes to his health or any head injuries.